Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by using another system. It was reported to philips that ¿c-arm movements not working¿. Upon troubleshooting, the philips field service engineer (fse) observed that equipment crashes during procedure and was sending an alert of failure in the arc. The philips field service engineer (fse) inspected the system onsite and found issue with calibrations. To resolve the issue, fse performed bodyguard calibration and rebooted system. After repair, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm did not move. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.